Event description:
The customer reported to olympus, the uretero-reno videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The device evaluation found that the distal end leaked during the air leak inspection, the plug unit was cracked and the image showed uneven illumination. Prior to the device evaluation, the device was sent out for additional cultural testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found less than 1 colony forming unit of micro-organisms revivable at 30 degrees celsius. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The customer provided the cleaning, disinfection, and sterilization process stating that no pre-cleaning detergent was used. The channels were aspirated with water and the customer flushes the air/water, auxiliary, balloon and forceps elevator wire channels. The manual detergent is alkazyme and no manual disinfectant is used. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and distal end were brushed using lta medical manual brushes. The storage practice is placing the scopes horizontally and olympus is the maintenance company. The scope was sterilized using cold sterilization per procedure. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed or if additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and clarification to third-party culture results. Please also see update. The following was result of the culture test, performed at the third-party labs, provided from the user: sampling from: all channels. Cfu: 2cfu. Bacterial identification: paracoccus yeei. The following was result of the culture test, performed at the third-party labs, provided from olympus: sampling from: all channels. Cfu: <1cfu. Bacterial identification: n/a. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.